Event description:
Reporter indicated that pt's vns system was explanted due to reported random generator site pain unrelated to stimulation. Upon analysis of the explanted lead, it was noted the lead had abraded inner silicone tubing. It is unk if this finding contributed to the pt's pain. The electrode array was not returned. No anomalies were found during product analysis of the returned generator.

Manufacturer narrative:
Product analysis confirmed an abrasion in the inner silicone tubing. Device failure occurred, but did not cause or contribute to a death or serious injury.